Manufacturer narrative:
Device in question was not returned for examination. An unopened truepass needle from the lot in question was received and used for evaluation. Dimensional assessment found it meets print specification. The evaluation could not draw any conclusions concerning the reported event. No defects were identified in the device history review for this production lot. Complaint history review identified no additional complaints for this lot. Without the return of the device in question no conclusion can be drawn. Device from same lot number dimensionally evaluated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a shoulder scope procedure with rcr, the tip of the device broke in the patient. The broken piece was removed from the patient and a backup device was utilized to complete the procedure. No patient injury or complications were reported.